Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm. The customer¿s blood glucose level was 6.0 mmol/l. The customer states was advised to place a completely new battery in the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.